Event description:
It was reported to philips that the system's fan tray in the power distribution unit gave errors during start up, which can impact system booting. No harm to patient or user was reported. Philips has started an investigation of this complaint.